Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump did not vibrate when there was no insulin remaining. The mother stated insulin was filled in the insulin pump, but the customer did not receive any insulin to their body. The mother stated they adjusted the tubing and insulin was able to exit. The mother also reported the customer experienced high blood glucose. Customer's blood glucose was 598 mg/dl. The customer's blood glucose was treated with the insulin pump. Troubleshooting found the insulin pump passed a self-test. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.